Event description:
A male patient had a rotator cuff rupture of the shoulder, which was fixed with a double row suture and one spiralok anchor for the medical row, respectively. After 3 months, the patient complained of increasing pain. The surgeon decided to perform another operation in 2007. The surgeon discovered that the anchor had broken at the eyelet. To complete the case, the surgeon removed the foreign body and reclosed the rotator cuff rupture without further incident or harm to the pt.

Manufacturer narrative:
The complaint device is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. As such, we cannot determine what may have cause the user to experience the reported incident. However, historically, this type of failure has been attributed to the possibility that during initial anchor insertion, the anchor could have been inserted off- axis or inserted into too hard or dense bone. In either of these cases, this could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Therefore, no other root-cause can be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. In this case, surgical intervention was necessary, therefore an MDR is being filed to document this event. No further action is warranted at this time, however, if any additional info is received that is pertinent and germane to this issue, it will be reflected in a follow-up report.